Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ prn adapter, the device experienced a deformed, damaged or cracked product. The following information was provided by the initial reporter. The customer stated: prn breakage occurred during arterial blood gas analysis blood sampling.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0322566. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported when using the bd¿ prn adapter, the device experienced a deformed, damaged or cracked product. The following information was provided by the initial reporter. The customer stated: prn breakage occurred during arterial blood gas analysis blood sampling.